Event description:
Based on available information, the failure most likely occurred after planned explant. The failure most likely did not occur while implanted based on clinic notes and review of the magnet history available in the manufacturer's programming history database.

Event description:
The vns patient underwent generator replacement surgery due to end of service. The explanted device was returned for analysis. During analysis of the returned pulse generator, it was determined that the reed switch did not meet functional specifications. Analysis on the test bench determined that reed switch did not close at the one inch minimum distance requirement. Although the reed switch activation did not meet specification, magnet history data indicated normal reed switch activation during the implant period. After the reed switch was bridged with a known good component, the device performed according to functional specifications. The reason for the reduced activation distance of the reed switch could not be determined.

Manufacturer narrative:
.

Manufacturer narrative:
Manufacturer device history records were reviewed. Review of the generator device history records confirmed all quality specifications were met prior to distribution.